Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. A visual inspection was performed on the returned sensor and no issues were observed. An extended investigation was also conducted. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a low battery and power issue terminating puck (event 31). Removed the sensor plug and inspected the plug assembly, and no failure modes observed. De-cased sensor and performed an internal visual inspection, and contamination was observed. Therefore, this issue is confirmed as a result of sensor contamination.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 8 days of wear. Customer did not experience any symptoms however he had contact with the doctor who treated him with unspecified units of insulin injection. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed on the returned sensor (B)(4).visual inspection revealed contamination on the sensor's printed circuit board assembly. The cause of the sensor error messages was due to liquid ingress (a leak) onto the circuit board during use, which caused heavy corrosion. A linearity test was performed and passed, confirming working electronics. Event codes 10 and 31 were observed in the sensors event log, which indicate that the leak caused power problems in the asic (application specific integrated circuit). This resulted in a failure which prevented communication with the integrated timer, triggering the observed sensor error messages. This issue is therefore confirmed.section h4 (device mfg date) was updated, as it was incorrectly documented in the previous report.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 8 days of wear. Customer did not experience any symptoms however he had contact with the doctor who treated him with unspecified units of insulin injection. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 8 days of wear. Customer did not experience any symptoms however he had contact with the doctor who treated him with unspecified units of insulin injection. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 8 days of wear. Customer did not experience any symptoms however he had contact with the doctor who treated him with unspecified units of insulin injection. Based on the information provided, there was no report of death or permanent impairment associated with this event.